Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, noise was observed on the right ventricular channel. The physician elected to replace the lead. It was observed that the right ventricular lead had been crushed under the suture sleeve. The patient was stable following.